Manufacturer narrative:
Investigation summary: qc was in specifications prior to and after the event. System check performed in 2006 passed. The sample was collected in lithium heparin tube with gel separators and centrifuged at 1,200 rcf for 10 minutes. The customer indicated that specimens tested prior to and after this event were re-tested and the results were acceptable. A field service engineer (fse) was dispatched to the customer's lab the following month. The fse verified all alignments. The fse conducted diagnostics testing which passed within specifications. The fse verified that the instrument was operating per established procedures. During a follow-up with the customer nine days later, they stated that no additional fliers were reported and this event was isolated to one patient sample. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) and ck-mb results from a single pt sample that were generated by the unicel dxi 800 access instrument. A pt sample was tested for accu tni and ck-mb and the results were: accu tni 0.013ng/ml. Ck-mb 20.5ng/ml. The ck-mb result was reported out of the lab and questioned by a physician as not matching the pt's clinical picture. The original sample was re-tested for accu tni and ck-mb and the repeated results were: 0.019ng/ml and 5.4ng/ml respectively. The customer re-tested the original sample for accu tni and ck-mb once more and obtained accu tni result of 1.24ng/ml and ck-mb of 8.4ng/ml. The erroneous accu tni result was not reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.